Manufacturer narrative:
H11-manufacturer narrative: lens rotation, elevated intraocular pressure, pupillary block, additional yag iridotomy and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
An article titled "comparison of visual outcomes of phakic intraocular lens implantation in keratoconus and normal eyes" indicated that the patient experienced excessive vault, lens rotation, patient discomfort, blurred vision and elevated iop with pupil block. Medical management was provided, lens was repositioned, lens was exchanged and secondary yag was performed. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.